Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not control the monopolar curved scissors (mcs) instrument. The instrument was removed correctly under vision, and in the very first observation, the cable on the mcs instrument was observed to be torn and broken. As a result, a back-up mcs instrument was used to completed the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.